Event description:
It was reported that pump triggered cartridge alarm 20 and did not occur during cartridge loading, and caller had not previously experienced similar cartridge alarms with this pump. There was no adverse impact to the customer's blood glucose level. Caller, with assistance from technical support, loaded new cartridge using proper technique, successfully resumed insulin therapy, and no additional information was received regarding further outcomes.